Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were still being assessed. Patient said it appears that the battery has flipped over. Patient said x-ray and decide what to do . More likely surgery. The issue has not been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated she cannot charge her ins. The patient confirms seeing poor communication/reposition antenna on her recharger. The patient also stated she is in pain and difficulty walking because her stimulation is off. The patient stated it doesn't take very long of her stimulation being off for her to start having trouble because of her neuropathy. Her last successful charge was the end of (B)(6) ("maybe a month ago"). The patient is also seeing poor communication on her programmer as well. The patient was redirected to follow up with her healthcare provider (hcp) to address her suspected overdischarge. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery flipping over issue has not been resolved. Patient has a surgeon appointment on (B)(6) 2018. No patient symptoms or complications were reported in this event.